Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. Both grippers were able to actuate during prep. When the xtw was in the left atrium for gripper orientation assessment, one gripper could lower as displayed on the echocardiogram. The xtw was subsequently removed from the anatomy and displayed a delayed response with raising and lowering the grippers. A replacement completed the procedure. The mr was reduced to grade <1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.